Manufacturer narrative:
Device evaluated by manufacturer: the filterwire is stuck inside the promus premier. It was not possible to release it. The core wire is kinked; the spring tip is bent and stretched. Also, the bottom section (cone) of the filter bag is broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR#20134265-2015-05388 & 2134265-2015-07048. Reportable based on the product analysis completed on 6 oct 2015. The target lesion was located in a proximal saphenous vein graft (svg) to the left anterior descending artery (lad). The physician selected the a filterwire to insert through a 6f guidezilla extension catheter. The lesion was pre dilated with a 2.15x15 emerge balloon. The physician advanced a 4.0x24mm promus premier stent. During the advancement of the stent through the guidezilla, there was resistance in the guidezilla. After pushing, the physician stated it was free, the resistance was gone. When the stent was advanced into the actual saphenous vein graft, it noted on the fluoroscopy that there was no stent on the actual delivery system. The wire, stent, balloon and the guidezilla were all removed from the patient at the same time. The stent was jammed/crushed and is between the actual wire and the entry point of the guidezilla. The procedure was completed with a different wire inserted in the svg to the lad, and a new promus premier 4.0 x 24 stent was deployed in the proximal potion of the svg. No patient complications were reported and the patient status was fine. However, the returned product analysis revealed that the filter is stuck inside the promus premier catheter and the bag was torn.